Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the main lamp was not working and the spare lamp lit up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of the main lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the main (xenon) lamp was not turned on due to fatigue of the main (xenon) lamp and the emergency lamp was turned on. If additional information becomes available, this report will be supplemented.